Manufacturer narrative:
New information received on 12/28/2017, the slide could not be locked into place while retrieving sample suggests a failure to prime. It was originally reported that the top slide allegedly could not be locked into place and returned back to the unlocked position automatically when the sample tissue was obtained, which resulted in the device failing to prime, not self activation. There was no reported patient injury. After receipt of this information, this event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, the top slide of the device allegedly failed to prime while attempting to retrieve the tissue sample. Reportedly, the procedure was competed with another device and coaxial was used. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the top slide of the device allegedly self activated while attempting to retrieve the tissue sample. There was no reported patient injury.